Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 17, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced a bacterial infection at the implant site and was treated with oral antibiotics (duration not reported).culture testing confirmed the presence of staphylococcus cohnii. This report is submitted on november 07, 2022.